Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary: samples were received and an investigation was performed. This is the 9th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. 2. Samples returned - customer returned (22) loose 3/10cc, 6mm syringes. Customer states that liquid comes out and the liquid condenses on the tip of the needle when the plunger is pressed. All returned syringes were tested and 19 out of 22 samples exhibited a small amount of clear liquid coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing ((B)(4)) will be notified of this issue. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 30 syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter: the customer stated that liquid comes out and condenses on the tip of the needle when the plunger is pressed.